Event description:
As reported, during a transabdominal preperitoneal (tapp) laparoscopic procedure, the surgeon attempted to implant the 3dmax light mesh using the intraperitoneal insertion method with a 10mm trocar and the mesh could not be inserted into the trocar or the abdominal cavity. It was reported that another mesh was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the surgeon was unable to insert the 3dmax light mesh into the 10mm trocar. Evaluation of the sample finds there are multiple significant tears in the edge seal of the mesh and portions of the edge seal have separated from the mesh fibers. There are visible areas that indicate the mesh was pulled on and/or stretched during attempted deployment. Based on the event as reported and sample condition found, root cause for the tearing found on the sample is the result of forces applied during user/device interface while having difficulty deploying the mesh down the 10mm trocar. Why the user experienced difficulty deploying the mesh cannot be determined. No manufacturing anomalies were found. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2023. The precaution section of the instructions-for-use (IFU) states "use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force.¿¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.